Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
Related manufacturer reference number: 2017865-2021-08635, related manufacturer reference number: 2017865-2021-08638. It was reported the patient presented in clinic on (B)(6) 2020 with an infection. The pacemaker, atrial lead, and right ventricular lead were explanted. A new system was implanted on (B)(6) 2021. The patient was discharged.